Event description:
It was reported that the trocar broke during attempt to implant the stents from a trabecular microbypass stent system. Per report, the trocar fragments were removed intraoperatively from the patient's operative eye using forceps, and a back-up device was used to complete the procedure with no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is underway. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: g2, g3, h3. The injector was returned loose in a foam block wrapped in a biohazard bag, and two (2) stents were returned. The broken tip of the trocar was not returned. The device evaluation was completed, and the injector's frontal components were found bent, and the trocar was found broken before the outermost splay. These findings likely occurred due to both how the device was shipped back and during the surgical procedure; likely due to a heavily biased trocar during stent implantation, causing the stent flange to collide with the insertion tube and fracturing the trocar. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily biased trocar during the deployment of the second stent. MFR# reference: (B)(4).